Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 11th january 2018. Upon receipt, the -ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed, which indicated the spring within the pin had failed. Despite being unable to replicate the low battery warnings observed in the device memory, measurements taken during the investigation confirmed the failure of the pogo pin. The failed -ve pogo pin would have resulted in a poor connection from the device to the pad-pak, leading to voltage fluctuations and the low battery fails on the(B)(6) 2019 and (B)(6) 2019. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led, as per the reported fault. Information from the device memory showed the device had performed to specification during suspected patient-involved events on the (B)(6) 2018 and the (B)(6) 2019. Furthermore, the pogo pins are checked during hdf-3500 lower case assembly (h006-006-187) and hdf-3500 final unit test (h045-014-004) at heartsine. This would indicate the fault had either occurred after this time or was intermittent in nature. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. The device is allegedly flashing red and green.